Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on clip of the rail and back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = clear customer complained about crack on the clip rail found on event date (B)(6) 2021. Unit perform visual inspection and pump received with cracked retainer and broken belt clip rails. Tested with a test p-cap and the test p-cap locked in place properly. Unit passed displacement test. Unit was confirmed for physical damage broken belt clip rails. Unit passed required testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.